Manufacturer narrative:
Additional information was received stating customer¿s blood glucose (bg) level was 400-690 mg/dl. The customer required assistance by their health care provider to address bg and received a manual injection to address the high bg. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 400 mg/dl. Multiple attempts were made by tandem¿s technical support to ensure backup therapy was obtained; however, a response was not received.